Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "vascular registered nurse was attempting to cannulate left cephalic. Rn made two attempts to advance/thread catheter, cannulation was unsuccessful. Upon retraction/removal of powerglide it was noted part of the catheter was fractured, approximately 3 cm was missing. Upper arm cephalic was immediately assessed. Part of the catheter was noted/seen in upper arm cephalic. Additional information received 8/19/2024: it was reported that on (B)(6) 2024 when the rn was attempting to place the catheter, when she removed the wire, she noticed a piece of it was missing. The patient required surgery to remove the foreign body/wire and it was sent to pathology. Ultrasound used to confirm that all pieces were retrieved from the patient. No negative impact or other harm reported.